Manufacturer narrative:
Tech found the pt left siderail space tube was not connected to top of rail. Ratchet rivets were missing from the spacer tube. Replace the ratchet rivets in spacer tube to resolve this issue. Issue was caused by user misuse. Stretcher found in basement repair area.

Event description:
Complaint received alleged that the siderail was broken. Stretcher located in basement repair area. No injury reported.